Event description:
"The cord clamp from the pack was placed on the umbilical cord, the cord was cut appropriately. The clamp came off the cord and caused the baby to bleed from the umbilical cord. Incident was immediately noticed. Very minimal blood loss. Immediately a new clamp was placed and clamped on the cord."